Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that there is a clogged brush, and the forceps passage is due to foreign material. The foreign material could not be analyzed as the substance was not available for sampling. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the uretero-reno fiberscope exhibited that there is a clogged brush, and the forceps passage is due to foreign material. There were no reports of patient involvement.